Manufacturer narrative:
The technician found a plastic cap within the path of the left head side rail latching mechanism. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician removed the plastic cap from the path of the left head side rail latching mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the left head side rail is not latching. The bed is located in the biomedical department of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).